Manufacturer narrative:
(B)(4). The anomaly observed in the field was confirmed in the laboratory. The device detected in backup vvi mode due to por reset. Due to the device image being corrupted; the cause of the por reset was undetermined. The device was tested in the laboratory. Sosd was detected and hv lead impedance was low due to the output transistor was damaged. The damaged output transistor was believed to be caused by the delivery of therapy into a low impedance load.

Event description:
It was reported that after receiving shocks patient went to hospital and had to be external cardioverted as a vt was still running. After the cardioversion, the device went into back up vvi mode and there was a message for lead impedance <10 ohms. The device was explanted. Patient was in good condition after the procedure.